Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 pacemaker, (B)(6) 2009; 4092-52 implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that there were high thresholds. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.